Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Upon completion of a mako tha procedure and closure of the wound, an intra-op x-ray was taken before the patient was removed from the operating room to confirm implant placement. Acetabular cup orientation was sub-optimal compared to the robotic implant plan. Manual re-implantation of a new acetabular cup in an optimal orientation was necessary.

Manufacturer narrative:
An event regarding malposition of the shell using the rio robot involving an trident hemispherical cluster hole shell was reported. Conclusion: limited information has been provided however, clinician noted the x-ray image provided shows vertical positioning of the cup. The reported event noted, "acetabular cup orientation was sub-optimal compared to the robotic implant plan." There were no allegations or failure noted against the reported device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Upon completion of a mako tha procedure and closure of the wound, an intra-op x-ray was taken before the patient was removed from the operating room to confirm implant placement. Acetabular cup orientation was sub-optimal compared to the robotic implant plan. Manual re-implantation of a new acetabular cup in an optimal orientation was necessary. Patient had to be kept under anesthesia (1-1:30hr) in order to re-open the incision, remove the malpositioned acetabular cup, and replace it with a new acetabular cup in an optimal position. Surgical delay of 1-1:30hr.